Event description:
Went into hospital in 2002 to get a partial hysterectomy and then 2 years later discovered my feet started going numb, then as the years progressed the numb feeling mixed with extreme nerve and muscle pain and spasms started shooting down both legs and feet. I had also started experiencing a strong odor coming from my vagina and infection started oozing out. My primary doctor could not figure out what was wrong with me until 2011 when she asked to see my medical records "polypropylene" hernia mesh on both sides of my abdomen and she told me to go back to (B)(6) hospital to get the op notes, which I did. As time went on, so did the symptoms and now they are at their worst in (B)(6) 2015. After waiting 4 years I finally got my permanent 100% disability from the government because I could no longer walk without taking high dosages of pain medications and a cane. Recently I have been prescribed yet a higher dosage of pain medication which is morphine extended release along with lyrica for nerve spasms and a strong muscle relaxer for strong muscle spasms. I am now also experiencing blood in my urine and pieces of flesh with the urine. I have sharp, stabbing pains in my abdomen that shoot up into my stomach and around to my lower back. I had a MRI of my back and there is nothing going on there to be causing these symptoms. My pain management doctor is well aware of what is going on along with my primary doctor. CT scan shows a rise in white blood count around the mesh which means infection. I strongly feel that plastic (polypropylene) should not be used in humans for any reason or purpose. It is believed to leave scar tissue around infected area. It is also believed that the polypropylene can become brittle and splinter off into other organs causing havoc. Why can't surgeons take a piece of skin and graft it into the herniate area - why use chemicals to destroy people's bodies? There are recalls on vaginal mesh and bladder slings that are also made of polypropylene materials, yet nothing has been done with the hernia mesh which is made with or from the exact same materials, and it shouldn't matter who the MFR is, it is all made with the same exact materials. Please note: people such as myself are dying with this polypropylene plastic hernia mesh, please do something asap.